Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred (cartridge alarm 19) during the load process. There was no impact to the customer's blood glucose level. Customer was later able to load a cartridge onto the pump.